Event description:
Reported to FDA district who sent info to FDA cdrh. Rptr is having a problem regarding a y2k software upgrade for this device which is a radiation oncology/radiology camera used for taking pictures of the head. They have one unit at the hosp. The MFR is only willing to provide the y2k upgrade if the rptr agrees to sign a $35,000 svc agreement. Apparently, at the time the hosp ordered the upgrade and paid 50% down ($3000), in early october, a svc agreement was in effect. The svc agreement expired on 11/30/99. According to the rptr, the MFR hangs up on him when he calls them.